Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side "rupture". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d3, d4, d6a, d6b, e1, g1, g2, h4, h6, h11.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.